Manufacturer narrative:
There is an interrupt between the contact clasps and the battery contacts because of flat pressed contact clasps. By manually rotating the pump case, the pump restarts or switches off immediately. This damage occurs if the pump is dropped or receives another mechanical impact. The vibra was tested with the short test and meets the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient changed he battery in her infusion device. The device then beeped and the vibra-alarm would no longer function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.